Event description:
Customer reported receiving a no delivery alarm on the insulin pump and stated that they had blood glucose readings of 545 mg/dl. Customer treated with insulin and their blood glucose readings were 252 mg/dl. Customer stated that they did not take anymore insulin. A call back was made to ensure that the customer was okay and it was noted that their blood glucose readings were 130 mg/dl and was treated with juice and cookies. Customer's blood glucose readings a few minutes later increased to 138 mg/dl. Customer woke up the next morning with blood glucose readings of 83 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.